Event description:
It was reported that during the pta / stenting treatment procedure, difficulty was encountered removing the express vascular sd delivery catheter. The stent was deployed in the target lesion located in the renal artery. Resistance was encountered as the device was retracted into the guide catheter. After several unsuccessful attempts, the delivery catheter and guide catheter was removed as a unit. The procedure was completed successfully. No pt injuries or complications were reported. The pt's status was reported as 'good'.